Event description:
During shift check, the autopulse li-ion battery (sn(B)(6) did not power on the autopulse platform. Per the customer, the autopulse multi-chemistry battery charger (mcc) had shown a green led after charging, indicating that the battery was fully charged and had successfully passed the performance test. The battery's status check button illuminated four solid green leds, indicating a full charge before the battery was inserted into the autopulse platform. The autopulse platform powered on with another autopulse li-ion battery. No patient involvement.

Manufacturer narrative:
The autopulse li-ion battery (sn (B)(6) was not returned to zoll for investigation. The reported autopulse li-ion battery was replaced under sales order (so) # 4063415 as part of the recall. The customer acknowledged they had received the recall letter from zoll on (B)(6) 2023.